Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported by customer that bd luer-lok control syringe handles are breaking. The following information was provided by the initial reporter: "control syringes keep breaking when used." Additional info received on 31-oct-2023 1.send a us shipping label to customer - yes, we will need a shipping label 2.patient status? N/a 3.date of event? Various dates 4.was issue being described noted before, or during used? During use 5.was there any patient involvement? Yes 6.any adverse events or serious injury reported to patient or healthcare professional? No 7.what was the patient outcome? Normal 8 . Was there any delay of, or change in, the course of treatment due to this event? No 9 . What procedure was being performed? Various 10. Is there any leakage issue occurred? Yes 11. Please provide further details? When physician would use the handle will break off and cause leakage of substance being pushed. 12. Syringe keep breaking please provide any images? Not available 13. Can you provide more information on the defect found? Which part of the syringes are broken? The handle

Manufacturer narrative:
Pr 9150622 - follow up MDR for device evaluation. It was reported the control syringes keep breaking. To aid in the investigation, seventeen samples of 10ml control syringes in sealed packaging blisters from lot 2335715 were received for evaluation by our quality team. The samples were tested, and no defects were observed. The samples returned are acceptable per product specification. A device history record review was completed for provided material number 309695, lot 2335715. The review revealed all visual inspections were performed as per requirement with one quality notifications related to the complaint defect. Lot 2335715 was inspected and accepted based on meeting our inspection control plan, subsequently approved for shipment and is considered in compliance with our product specification requirements. The reported defect was not identified in the samples received; therefore, no corrective action is required at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative

Event description:
No additional information